Event description:
Removal of extra-oral implant. Implant was placed in 2001 in the nose region (type IV bone) to anchor a nasal prosthesis. Primary stability was achieved. The clinician reports the reason for extra-oral implant failure was that the site is a radiated field from cancer treatment. The implant was removed in 2002.